Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
It was reported that during testing the ventilator had a screen fault. Reportedly, the screen was not sensitive. There was no patient involvement.

Manufacturer narrative:
G4: 28jul2020. B4: 29jul2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.